Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the night of (B)(6) 2025, the patient experienced body ache and lost consciousness. The patient was treated by the husband with 3 glucose tab, juice, yogurt. Twenty minutes after the treatment the patient regained consciousness. At the time the cgm was 40 mg/dl while the bg was 47 mg/dl and the patient took another glucose tablet and ate yogurt. The patient mentioned that after 2 hours, she was able to get her readings back to the normal rate but cannot confirm both bg and cgm readings. At some point the cgm reading was low and there was no bg reading taken. On (B)(6) 2025, around noon time, patient went to her endocrinologist to advise the event she have experienced on the night of (B)(6) 2025. She mentioned that there were no tests done and no medication was provided. Her doctor checked through her data and she was advised by her endocrinologist that it might be her pump as it might be providing her too much insulin. She stayed in the clinic for and hour and half and left the clinic thereafter feeling okay and better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.